Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was inserted into the patient. Clip introducer would not go into the guide. Guide was replaced and another guide was inserted into the patient and the same clip delivery system (cds) was inserted successfully. Mitraclip was placed on the central side of anterior and posterior leaflet 2 (a2/p2) and the gradient increased to 17 mmhg. Clip was not implanted. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, upon device analysis, it was observed that the hemostasis valve silicone valve to be torn at the necking area.

Manufacturer narrative:
All available information was investigated, and the reported difficult to insert cds into sgc was confirmed via device analysis. Additionally, the hemostasis valve silicone valve was observed to be torn at the necking area and the slit in the silicone valve was not fully stamped through. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the observed slit in the silicone valve was not fully stamped through resulting in the reported difficult to insert cds into sgc appear to be related to a potential product quality issue. Therefore, exception (issue) 137266 was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The observed torn silicone valve is likely a result of troubleshooting the reported difficult to insert cds into sgc.